Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device does not always alarm for low reservoir. The customer also states the screen has black discoloration. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump passed self-test. The low reservoir alarm works properly. No missing segments or partial display anomaly noted. The insulin pump had minor scratched lcd window, cracked near the display window corners, battery tube threads cracked and cracked reservoir tube lip.